Event description:
Boston scientific received information that the latitude home monitoring system detected that this device had been programmed to tachy mode other than monitor plus therapy. Attempts for additional information were sought from the local area sales representative, however, no further information was available. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.